Manufacturer narrative:
Investigation of the reported event has been completed. Our distributor investigated the system and the reported failure was not reproduced, although the received logs confirm the reported issues. The technical error code that occurred on the device indicates a pressure sensor issue leading to an open safety valve and the airway pressure high alarms suggest that there was an airway pressure increase. The root cause of the reported issue has not been determined.

Event description:
Manufacturer's reference #: (B)(4).

Event description:
It was reported that the anesthesia workstation generated a technical error code indicating that the safety valve was open. Alarms for high pressure were found in the logs. There was no patient harm. (B)(4).